Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The alarm functions and the buzzer (acoustic alert) of the insulin pump were tested on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: on (B)(4) 2013 the pump triggered correctly w2 (battery low) and e2 (battery empty). Therefore the pump correctly goes into the stop mode. The customer confirmed w2/e2 error messages. No insulin was delivered when the pump was in stop mode and the new effective basal rate is zero. This is not a malfunction from the pump. The pump goes only in stop mode when the pump triggered an alarm or error, not without alarm/error. No malfunction could be observed during the investigation. Consumables: the battery passed the optical inspection. The battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Event description:
Caller reported the infusion device has switched to stop mode all by itself during the past 6-8 weeks. Caller stated the issue has occurred several times. Caller reported noticing only a vibra alert but no acoustic alert. Caller stated the patient can switch the infusion device into run mode and the device works without problems. Verified there are no errors or alerts in the device history as well as several gaps (abrupt cancellations of basal rate) visible in the infusion device history. Patient is currently receiving stationary treatment; not due the infusion device or accessories. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.